Event description:
It was reported the pt is charging his ipg more frequently than normal. He used to charge every four days. Now he has to charge every two days. He has never changed his program settings. The pt was sent a new charger to resolve the issue. The replacement charger was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.